Event description:
It was reported to medtronic neurosurgery that the pt has had a strata valve on her lp shunt for the past year. Allegedly, the valve did not stay on the setting that the doctor set it at. According to the report, the pt had not been exposed to any strong magnetic fields that would change the setting. The report stated that the doctor thought that the pt must be doing something to cause it to change. According to the report, the pt has had the valve reset at least three times in the past few months. The report stated that it caused physical illness to the pt due to over-drainage. According to the report, the doctor wants to tie off the shunt, and has given the pt the option of having the valve removed.

Manufacturer narrative:
The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of MFR.